Event description:
The patient is obtained blood glucose results using strips that are labeled with an expiration date of 2007-08. The actual expiration date for this lot of strips is 03/31/2004. The patient is dosing or deciding not ot dose her diabetic medications based upon the blood glucose results, obtained on the compact test system. No patient injury was reported and no medical treatment was received. Patient did not provide the location where the problem was first discovered. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.